Manufacturer narrative:
It is reported: that the metallic band at the end of the (internal infrarenal) filter broke off and remains on the pt's lung. Multiple attempts by voicemail have been made to clarify if the metallic band is indeed from the filter as reported or from the gooseneck snare device (which is not a filter). We have not received a response to date 13/mar/08. If we receive add'l info, a follow-up report will be sent.

Event description:
A fluoroscopic snare was being used to attempt removal of an internal infrarenal ivc filter. While attempting to remove the filter, a metallic band at the end of filter broke off and remains in the pt's lung. No harm noted at this time. Updated pt status on 21/feb/08 reports that the pt is fine.